Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm unspecified anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirts when priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had error code and batteries less than 7 days and also had no delivery alarms and resolved by changing out infusion set. The device will not be returned for analysis.